Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s screen assembly separated while the user was sleeping and the ilet was in a pocket; the user believed they rolled over, and therapy continued using backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure of bonding affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.